Event description:
A patient reported experiencing inaccurate erratic results with meter. The patient's blood glucose results were 29.9 and 9.4 mmol/l. Tests were done within 20 minutes with a difference of 92%. Patient did not experience any adverse events. No further information has been reported.